Event description:
The customer stated that they observed "syringe failed to home" error messages on the cell-dyn sapphire analyzer. The customer initially installed the cell-dyn sapphire hemoglobin syringe 3 weeks prior to observing the error, but removed it after a short time because the lab techs agreed the syringe was too stiff to move. After discarding the "stiff syringe and replacing with another syringe, the customer reported 6 occurrences of the "syringe failed to home" error messages. The customer did not perform any troubleshooting procedures to resolve the issue and requested replacements from abbott for the 2 problem syringes. After receiving the replacement syringes, the customer stated they had not observed additional "syringe failed to home" error messages, however, a few days later, the customer contacted abbott to report the same error message and requested abbott field service at their facility. The customer's observation of "syringe failed to home" error message was resolved.

Manufacturer narrative:
(B)(4), concomitant medical products: cell-dyn sapphire hemoglobin syringe, list number 8h49-02. The cell-dyn sapphire hemoglobin syringe, list number 8h49-02, was manufactured on 30 april 2007 and was identified by the vendor to have been manufactured with insufficient or inconsistent amount of silicone lubricant applied to the tip of the syringe plunger. The affected syringes with a package date of 08 may 2007 through 25 june 2007, caused the cell-dyn sapphire analyzer to generate an error message upon installation of the syringe or shortly thereafter. The cell-dyn sapphire hemoglobin syringe was distributed for the cell-dyn sapphire analyzer only and did not impact other cell-dyn analyzers. The issue was resolved when a new cell-dyn sapphire hemoglobin syringe, list 8h49-04, was manufactured by a new vendor and released for distribution on 10 february 2009.

Event description:
It was reported that the device was explanted after an implant duration of zero days, due to unknown reasons. No further details were provided.

Manufacturer narrative:
The cell-dyn sapphire hemoglobin syringe is used on the cell-dyn sapphire analyzer, an automated hematology analyzer. The vendor for the cell-dyn sapphire hemoglobin syringe, provided abbott laboratories with an improved version of the syringe, which was released for use on 5/8/2007. The vendor sent a letter to abbott stating the hemoglobin syringes with a specific manufacturing code, were assembled with insufficient or inconsistent amount of silicone lubricant applied to the plunger tip. The absence of sufficient lubricant causes premature failure of the syringe, which generated "syringe failed to home" error messages upon installation on the cell-dyn sapphire analyzer or shortly thereafter. In response to the vendor's letter, abbott internal nonconformance was addressed via stock sweeps to segregate non-conforming product in inventory. A world wide quality hold was issued 22 june 2007 to remove suspect product from the distribution system and a customer letter was generated to users of the cell-dyn sapphire analyzers. The defective syringes were identified in the customer letter as those packaged and shipped between 08 may 2007 and 25 june 2007. A review of abbott's complaint analysis system from january 2007 to present, did not indicate an adverse trend for hemoglobin syringes. As the affected syringes did not meet the vendor's internal lubricant requirements, the vendor provided the following corrective actions: vendor employee retraining for syringe lubricant application was completed on 6/19/07. One hundred percent part inspection of the syringe will be performed and inspection results will be attached to the syringe shipment. Abbott syringe specifications were defined for use by the vendor. Certification documents are attached on every shipment of syringes. This is the final report.